Manufacturer narrative:
From the investigation the root cause has found to be hemolysis/preanalytics. As the cause of the incident cannot be traced to the device, no component code has been chosen.

Manufacturer narrative:
From the preliminary radiometer investigation the following has been concluded: the calibration, quality control and system message logs have been examined and they indicate that the instrument has functioned as intended. The most plausible explantaion is 2-5 % hemolysis. However, this is not yet fully confirmed. The root cause will be provided in a final report. As the analyzer worked as intended no component code has been filled out.

Event description:
According to the complaint, a customer reports that an abl90 flex analyzer (B)(4) gave false high k+ results when measuring patient samples. Abl90: 22.10.2020, 12:56, sample ID: (B)(4), result: 6,6 mmol/l discrepant result cobas: a comparison measurement was performed in the lab on a cobas 6000 c501: 22.10.2020, 14:30 result: 4,5 mmol/l the comparison measurement was performed with same sample but with whole blood on abl90 and plasma in the lab. Abl90: 24.10.2020, 19:50, sample ID: (B)(6), result: 4,0 mmol/l ok result. The discrepancy has been calculated to 2,1 mmol/l calibrations and qc were ok and the analyzer did not give any error messages. Based on the initial abl90 flex measurement the patient was treated on hyperglycemia. The patient was given an infusion to lower the k+ value. When the hospital staff noticed that the k+ result on abl90 was too high, they stopped the treatment. The infusion did not have a negative impact for the patient.